Event description:
It was reported that the leads had elevated thresholds and could not sustain capture. The leads were explanted and replaced. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).